Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) reported that the action taken to resolve the patient's loss of therapy was that the patient was scheduled to have the replacement of the implantable neurostimulator (ins) and possible lead replacement on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient's appointment was canceled due to their health care provider (hcp) having to be in surgery. The hcp had to call later, but the patient was in the office of another hcp. The hcp would call the patient to set up something.

Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# v732123, implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor issues. It was reported patient had concerns regarding their device or therapy but was working with their doctor or manufacturer representative (rep). The patient scheduled appointment was on (B)(6) 2015 and next appointment was scheduled for (B)(6) 2015. The patient later reported that since the replacement she had a lack of efficacy. This was not related to positional movements or emi exposure. The patient changed programs from 1 at 7.4 to 2. The patient had leakage. The patient was working to try and get better bladder control. She was up three times at night. When she did have to go during the day it was immediately. The patient was going to try a different program. On (B)(6) 2016 the patient needed to get in touch with a rep to schedule a reprogramming session. She had a loss of therapy and "needs it" or she might as well have it taken out because the implant was not doing the patient any good. Just recently "it's giving out." The patient was going to have the healthcare professional (hcp) attempt to reach the local rep for a programming session. The change in therapy/symptoms was considered sudden. This occurred about last month and a half in (B)(6) 2016.

Event description:
Additional information received from the patient reported that she had been scheduled to meet with the doctor and a manufacturing representative (rep) on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.